Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head that due to a damaged cable unit the device lost its water tightness. There was no patient involvement. Customer information updated - (B)(6) 2024 15:09 - (B)(6).